Manufacturer narrative:
(B)(4). The certificate of conformance (c of c) was reviewed. The vendor cerifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bom 7mm extended length endoscope was not functioning properly. The device displayed a cloudy visual on screen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bom 7mm extended length endoscope was not functioning properly. The device displayed a cloudy visual on screen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.